Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial flutter. Rhythmcare discussed programming and possible treatment options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.